Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted through visual summary that the distal and proximal portion was pulled, stretched and overstressed. It was also noted through visual summary that there was apparent explant damage. The inner and outer insulation of the lead was breached and the lead conductor was fractured.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the ICD system approximately two years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
No eval explain code.